Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after stapling, most of staples did not form a proper b-shape causing severe bleeding around the resected area. The user said that the most harsh bleeding area occurred around 6 o'clock side. Operating room time was extended by more than 30 minutes. No reinforcement material was used. Manual sutures were used to control bleeding and ligate and complete the anastomosis.

Manufacturer narrative:
(B)(4).